Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary - since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: this is a report about leakage from the syringe. According to the customer's report, during use of syringe I ml, the drug solution leaked. No information on the drug name was provided.